Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon implanted a bioraptor knotless suture anchor hip, the metal inner locking mechanism broke off in the anchor. The surgeon could not get the piece of metal out of the implant, which was already implanted in the patient. This delayed the case around 15 minutes by trying to get this out. No further complications were reported. No surgery is scheduled to take the anchor out, and no operative notes of patient information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual analysis revealed that the device was returned without the anchor or sutures. There was debris present at the insertion end. A closer look at the inner mechanism revealed that the metal threads had experienced twisting prior to breaking. A functional evaluation could not be fully performed, but the torque limiter functioned as expected and rotated the inner mechanism. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith & nephew drill prior to implantation. A clinical investigation concluded that the retained metal pieces are non-implantable external communicating instruments normally used in surgical procedures with limited contact with tissue/bone. The first broken piece was the metal interlocking mechanism left inside of the implanted anchor. Since the broken metal piece was left secured inside the implanted anchor, micro-motion or migration of the metal interlocking mechanism is unlikely. The patient impact beyond the possibility of corrosion, local irritation/discomfort, and/or migration of the possible retained metal inserter tip a cannot be determined. Per report, the procedure completed with an approximately 15-minute delay in the procedure without any further complications reported. Since no surgical intervention has been scheduled to remove the anchor from the patient, no further clinical/medical assessment is warranted at this time. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include greater force or torsion than anticipated on the device or fracture due to stress hardening during use.